Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to (B)(6) customer service that a patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with reports of bloody effluent fluid and an abundance of fibrin in their drain bag. Peritoneal effluent fluid cultures and white blood cell (wbc) count taken in the outpatient clinic presented with no growth in the culture and a wbc count within normal limits (exact count not reported). The patient was ruled out for peritonitis and attributed the bloody and fibrin filled effluent to complications with the patient¿s pd catheter (not a (B)(6)product). The patient was not hospitalized for this event and prescribed one-time doses of intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg prophylactically. It was explained the patient has experienced multiple complications with their pd catheter in the past to include malposition, adhesions and chronic fibrin. It was confirmed all previous, and the current catheter complications were not due to a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient is scheduled for a consultation with their surgeon concerning the ongoing catheter issues. It was confirmed the patient¿s bloody, and fibrin filled effluent was not the result of a serious injury or adverse event related to the use or performance of any (B)(6) product(s) or device(s). The patient recovered from this event and remains on continuous cyclic pd therapy on the same liberty select cycler following this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).